Manufacturer narrative:
(B)(4). The returned product exhibits signs of repeated use and a corner of the post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp was fractured after surgery when trying to take it apart for cleaning. All pieces have not been returned. There was no patient involvement. Attempts have been made and no further information has been provided.